Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the tube sst plh 13x100 5.0 plbl gold br experienced stopper pull out of tube when in an analyzer. The following information was provided by the initial reporter and translated from portuguese to english: the "customer informs that her client complained when she put the tubes in the centrifuge they open. The customer informed this has been happening to everyone and the reporter informed that no, that it would be with some. But they were unable to say whether that specific tube had been collected in a vacuum or by syringe.¿

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported during use the tube sst plh 13x100 5.0 plbl gold br experienced stopper pull out of tube when in an analyzer. The following information was provided by the initial reporter and translated from portuguese to english: the "customer informs that her client complained when she put the tubes in the centrifuge they open. The customer informed this has been happening to everyone and the reporter informed that no, that it would be with some. But they were unable to say whether that specific tube had been collected in a vacuum or by syringe.¿